Event description:
It was reported via an adverse incident report from (B)(6). The report indicates, the patient had (B)(6). When a staff member was routinely checking the catheter prior to connection to (B)(6), blood was aspirated from the blue port and noted small blood clots and a tiny blue plastic piece. It was shown to the (B)(6). The staff member aspirated the blue port twice and it was clear and aspirated the red port twice (first with blood clot and second with no blood clots) (B)(6) not started. Patient was stable throughout this activity. (B)(6) consultant came and checked the blue plastic and decided to "railroad" the catheter. Two further doctors "railroaded" the catheter and inspected the tip of the old catheter. They noticed a scrape at the outer tip. The catheter was saved for further investigation and the patient remained stable throughout. A new line was inserted. It remains unclear as to when the catheter was replaced and the product number involved.

Manufacturer narrative:
Sample will not be returned for evaluation.